Event description:
It was reported that a patient had developed an infection following a pocket revision of their first implantable neurostimulator (ins) system in late spring of 2010. It was stated that her initial device had been implanted on her hip and after 2 years she ¿finally got them to move it¿. It was reported that after the revision, the patient fought the infection ¿by taking cipro for months¿. It was reported that the ins was explanted and replaced with her current device in late 2010, early 2011. Information pertaining to related (B)(4) was omitted from this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).